Manufacturer narrative:
Internal reference: (B)(4). Facility declined to provide patient information of patient ID, gender, age and weight. The implant or explant dates are not applicable to this device. Device not returned to manufacturer for analysis. Concomitant medical products: no information available. State is (B)(6).

Event description:
This case was reviewed and investigated according to the manufacturer¿s policy. It was reported during a planned diagnostic coronary procedure the tip of the sensor was broken. There is no patient injury. By report, the device was intact upon removal from the patient. Another pressure wire was used to complete the procedure. The device was discarded at the facility and not returned for analysis. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. This product problem is being submitted in an abundance of caution as it could not be determined where or when the alleged separation occurred. There is a potential for harm if the alleged separation were to recur.